Event description:
Allegedly, patient was revised due to mom complications: metal ion levels; pseudotumor present; heavy scar tissue; metallosis; burnishing of modular neck junction; pseudotumor; necrotic tissue; focal chronic inflammation and foreign body giant cell reaction: right.

Manufacturer narrative:
This is the same event as 3010536692-2015-01161, -01162.